Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed software errors ¿61 ¿ external flash write error¿ and ¿57 ¿ software runtime error,¿ which were verified in device history, and the user was instructed to restart the pump with therapy resuming after reboot; the device was replaced and the user was advised on shutdown, return, data syncing, and that data would not transfer to the replacement. Symptoms included no impact to blood glucose. Outcomes included no clinical effects and continued cgm use with dexcom application or receiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.